Event description:
It was reported that the atrial lead exhibited high capture thresholds, no sensing and greater than 2000 ohms impedance. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.